Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Event description:
It was reported the powerseal tip jaw did not close tightly. The issue occurred during a therapeutic respiratory surgery. The procedure was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
E1 exceeded the character limit. The full name is: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.